Event description:
This is filed to report vessel dissection and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), vessel tortuosity, and a calcified vessel. During a mitraclip procedure, minus knob was added to straighten the steerable guide catheter (sgc) and dilator assembly. Access was gained in the right femoral vein. As the sgc was advanced, it was noted that sgc and dilator assembly dissected the femoral vein. The area that was affected was calcified. The assembly was removed and a balloon catheter was inserted and inflated in the dissected area. Manual pressure was applied and the bleeding was stopped. There was a clinically significant delay, and the patient required a blood transfusion. The procedure was postponed to the following day, requiring prolonged hospitalization. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported vascular dissection and hemorrhage were unable to be determined. The reported patient effect of hemorrhage and vascular dissection, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention (manual pressure), unexpected medical intervention (balloon inflation), delay to treatment/ therapy, hospitalization, and blood transfusion were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.